Event description:
It was reported that during an arthroscopy procedure, at the time of placing a second microraptor knotless regenesorb anchor, soft tissue was already attached, the drilling for the implant had been made and the ultrabraid suture had been used through the anchor and the specialist proceeded to insert the anchor, after placing it in the proper position and impacting the anchor, when a few millimeters were missing, the anchor was impacted and it was evident that the suture thread came out of the cannula cut in half, by looking with the arthroscope it was noted that the suture and a small piece of suture that had indeed come out remained in the tissue. An attempt was made to remove the anchor by pulling on the threads and this came out without the anchor, remaining inside the patient. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy procedure, at the time of placing a second microraptor knotless regenesorb anchor, soft tissue was already attached, the drilling for the implant had been made and the ultrabraid suture had been used through the anchor and the specialist proceeded to insert the anchor, after placing it in the proper position and impacting the anchor, when a few millimeters were missing, the anchor was impacted and it was evident that the suture thread came out of the cannula cut in half, by looking with the arthroscope it was noted that the suture and a small piece of suture that had indeed come out remained in the tissue. An attempt was made to remove the anchor by pulling on the threads and this came out without the anchor, remaining inside the patient. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that without the requested information, the reported events could not be further assessed. Although requested the surgical report was not provided for review. It is unknown if the anchor pieces and sutures were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the microraptor knotless regenesorb anchors are implantable, so biocompatibility is not an issue. If retained the patient impact beyond local irritation/discomfort, and/or migration cannot be determined. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.